Manufacturer narrative:
Continuation of d10: product ID 97755-s serial# (B)(6) product type recharger. Analysis of the recharger, model 97755-s, s/n (B)(6) found recharge antenna complaint unverified found no issues with finding or charging ins. No anomalies were visually observed. Passed final functional test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID: 97755-s (serial: (B)(6)); product type: 0213-recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient said they got a used unit and they thought they were supposed to switch it out for a new one. Patient stated the battery doesn't seem to hold a charge and they are wondering how to get a hold of it and another battery for it. Patient stated the controller does not have enough charge the charge the implantable neurostimulator (ins) fully in the last 3 weeks ago. Patient mentioned they spoke with a manufacturer representative (rep) or something after the implant. Patient mentioned they have memory problem. Agent asked patient to connect with the controller and controller show implanted neurostimulator 40%, controller 100% charged. Patient service confirmed there is no visible damage to the controller port. Agent asked patient to inspect the recharging antenna for damage and patient said there is no visible damage on the recharger (rtm). Agent asked patient to start a charging session and getting poor quality. Patient mentioned the paddle gets very hot since they had the implant. Agent confirmed controller is draining when trying to charge the ins. Agent reviewed device function. The issue was not resolved. A replacement rtm was sent out.